Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range, pace impedance measurements consistently greater than 2,000 ohms. It was noted that when in unipolar configuration, pace impedance measured 500 ohms. The device was left in unipolar configuration, and a remote home monitor system was ordered. The physician will continue to monitor patient. No adverse patient effects were reported. The device remains in service.